Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a very small part of the flap in the periphery was not cut due to a small water bubble trapped between the patient interface and cornea during a lasik procedure. The doctor managed to open the flap and finish the treatment as usually by the excimer laser. The reporter indicated this incidence did not and will not affect the vision of the patient.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause could not be identified conclusively. The most likely root cause to the incomplete flap is the water bubble which trapped between pi and cornea as a bubble may absorb, reflect or block the femtosecond laser energy, and the obl¿s density may be causing an incomplete flap. The manufacturer internal reference number is: (B)(4).